Manufacturer narrative:
H11: the actual devices were not available; however, four (4) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage testing along with priming were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported six (06) y-type tur/bladder irrigation sets would not flow. When the nurse would change out the irrigation bag, the tube would not drip from the section of tube going to the y-connector, so they had to change out the whole irrigation set. This was observed during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.